Event description:
Patient had a broken catheter and "went into withdrawal." The proximal end of the catheter remains implanted. A follow up report will be sent when additional information is received.